Manufacturer narrative:
Zoll medical singapore evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including discharge testing, continuity testing, and final testing with the returned accessories without duplicating the report. The device was recertified and returned to the customer. Review of the device logs showed device was charged and the shock button was pressed, the device did not detect a valid patient impedance and a shock was not delivered. The device produced a "poor pad contact" message. This is not an indication of a device malfunction, rather an indication that a valid patient impedance is not recognized. The "poor pad contact" message can be caused by several factors including, but not limited to, patient skin condition. Patient preparation, faulty accessories and poor continuity through the cable connections. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge using paddles. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.